Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: impella cp sn (B)(6) returned for evaluation. The returned pump was investigated. The pump was soaked in warm water to get rid of any dried blood and check for biomaterial. No biomaterial was found in or around the impeller cage and cannula. The impeller cage was found to be slightly deformed upon closer inspection. Before running the pump, the pump was successfully primed. The pump was then run in the lab and produced high motor current pump stops, unable to start. The pump was subject to electrical testing to check for any open electrical lines, and the resistance values were all within spec; no evidence of an open electrical line was found. It was observed that the impeller blades were not spinning, and the pump was subject to a teardown to look for further evidence. After cutting the cage struts off, it was seen that the impeller blades started rotating freely. Data logs were returned for analysis. It was seen that there was an "impella stopped - motor current high" alarm when the pump was started. During this alarm, motor current spiked to 1471 ma, while placement signal and purge pressure remained within expected ranges. Pump flow and motor speed remained at 0. "Optical system error controller" and "optical system error catheter" alarms were also seen. No other abnormalities were seen. Pump stop: clinical details mention that the impella pump immediately started alarming "impella stopped" "impella stopped motor current high" when the pump was started in auto mode. Impella was reattempted to start 2 additional times unsuccessfully. Due to the status of the patient, decision was made to open new impella cp pump. The root cause of the pump stop was most likely deformation of the outflow cage based on the evaluation of the returned product and provided clinical details. Device history lot device lot #: 1917464. Device history batch subcomponent lot #: n/a. Device history review pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to the emergency department with tachycardia and became hypotensive and hypoxic. It was noted that the patient¿s troponin results were elevated. The patient was intubated and brought to the cardiac catheterization laboratory for intervention. An impella cp was placed, and support was initiated, however the impella immediately alarmed ¿impella stopped¿ and ¿impella stopped motor current high¿. The impella was attempted to be restarted twice but was not successful. Due to the patient¿s status, the decision was made to remove the first impella cp and place a new device. The new impella cp was delivered successfully, and support was initiated. A cardiac output response to stress test revealed that the right coronary artery was 100% occluded and 99% occluded left circumflex coronary artery. Intravascular lithotripsy and balloon angioplasty were used to address the occluded left circumflex coronary artery, and a stent was placed. The patient then became hemodynamically unstable, and the decision was made to stop the procedure, admit the patient to the intensive care unit and transfer to an outside hospital for advanced therapy. It was noted that the patient was transferred and there were no distal pulses able to be dopplered. On day two of support with the second impella cp pump, the patient was noted to have a fever, and the patient was treated with vancomycin and piperacillin. Blood cultures were drawn, and the medical team was concerned that the patient was experiencing a mixed sepsis and cardiogenic shock. Additionally, the automated impella controller (aic) had a ¿controller error¿. To resolve the issue, the aic was replaced with a back up unit. On day three of support, the medical team believed that the patient was experiencing distributive shock. The patient experienced a blood stool overnight, which the medical team believed was caused by low perfusion upon arrival. The patient¿s distal pulses were noted to be dopplerable. Due to the blood stool, heparin was withheld. The medical team attempted to wean the patient down to p4 on the impella; however, the patient decompensated and went into supraventricular tachycardia. The patient was shocked and the patient was converted into ventricular tachycardia. The patient was shocked again and converted to sinus tachycardia. Fluoroscopy was performed to confirm impella placement. Transesophageal echocardiogram was recommended due to the patient being intubated by company support, however the medical team declined. On day four of support, the patient¿s platelets were noted to be decreased at 30,000 platelets per microliter and the medical team was concerned for heparin induced thrombocytopenia (hit). Heparin continued to be withheld. The following day, the cardiology team wanted to wean the impella as soon as possible in accordance with the patient¿s hemodynamic stability as the patient¿s platelets continued to decline to 22,000 platelets per microliter. On day six of support, the patient¿s blood cultures were positive for yeast growth. The medical team suspects the patient is in septic shock in the setting of fungemia. Hit test results came back negative, and the patient¿s white blood count was increased with a result of 22,400 per microliter of blood. The patient remained on antibiotics and antifungal medications. The second impella cp device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves three impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella cp, with serial number (B)(6). Automated impella controller with serial number (B)(6). This report specifically addresses pump 1: impella cp, with serial number 590316, which is the subject of this report. Separate reports will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.